Event description:
It was reported that a pca ii pump locked the patient out and did not allow the patient to receive medication through the pump. This occured while priming the tubing and after the medication dosage was entered into the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.